Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. S/w version 2.8 c unit received with operational currents within spec and passed self test and displacement test. No audio / beep anomalies were noted. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert and power loss. The customer's blood glucose level was 144 mg/dl at the time of incident. The customer reported replacing the batteries and still receiving reoccurring alarms. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.